Event description:
It was reported that a flo-gard infusion pump had a damaged keypad. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of damaged keypad was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.